Event description:
According to the reporter, during lobectomy vessel dissection, when attempting to open the jaws after dissecting a blood vessel with the reload, the adapter suddenly detached. Since the reload could not be removed from the tissue before the jaws opened, it was reconnected, and after pressing a button, the jaws opened and it could be removed from the tissue. The screen showed a yellow adapter swimlane. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that an assembled handle and clamshell were visible. The handle screen was showing an adapter yellow swim lane. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. There was were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 23 of 50 procedures remaining. The data saved to the adapter was read and a failed cyclical redundancy check (crc) error was noted. The adapter was connected to an rpa clamshell and an rpa handle running v29.6 software. The connection between the adapter and the clamshell was secure. The handle displayed a yellow adapter swim lane. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was recognized but not able to be rotated, articulated, or clamped. The adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that there was a yellow adapter swim lane and loose connection from shell to adapter. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to r elease to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.